Manufacturer narrative:
Sc-1232 ((B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-8336-70 ((B)(6)) the returned lea.d was analyzed and visual inspection revealed that the lead was cleanly cut into five pieces approximately 50 cm from the proximal end. With all the available information, boston scientific concludes that the reported event was not confirmed. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(6); batch: 7072487.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed.